Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, this system will continue to be monitored via remote monitoring. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited a high shock impedance measurement. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited a high shock impedance measurement. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. Additional information was obtained; the right ventricular (rv) lead exhibited a drop in pacing impedance within normal limits. Technical services (ts) was consulted and noted an actual impedance gradual rise. Shock lead impedance also shows a gradual rise. The lead remains in service. No adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited a high shock impedance measurement. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. Additional information was obtained; the right ventricular (rv) lead exhibited a drop in pacing impedance within normal limits. Technical services (ts) was consulted and noted an actual impedance gradual rise. Shock lead impedance also shows a gradual rise. The lead remains in service. No adverse patient effects were reported. Additional information was obtained, the lead exhibited gradual rise in impedance, it went down and it remains within normal limits.